Event description:
A couple of weeks after having essure I stared developing a metal taste in my mouth, the hives in different areas of my body (back, arms, belly, chest, legs) , then within a couple of months I started with a severe pink eye infection that took me to the hospital and urgent care followed by the ophthalmologist for 2 months. In my routine lab test I show deficiency on vitamin d, then I stared experiencing tingling in both arms, hands and legs (not necessarily at the same time), brain fogs, heart palpitation, migraines, dizziness, pelvic pain, pressure in my right eye, panic attacks, tiredness, join pain and so many more symptoms that are making me feel depressed .